Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced inflammation, bruising, bleeding, pain, and skin infection at the insertion site and had contact with a healthcare professional who performed a surgery at the insertion site for treatment in hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.